Event description:
The hcp reported that the pt was admitted to the emergency room with signs of withdrawl. The pt was intubated and stable at the time of the report. The hcp reported that the pt was on oral morphine in addition to the baclofen pump. The hcp indicated that they believe that the pt was being weened off of itb therapy and the pump programmed to stop 12/2004. Oral bacolfen was administered with no apparent improvement.